Manufacturer narrative:
The reported event that there was a leg lengths discrepancy during an anterior hip operation was not duplicated; however, it was confirmed that the camera was inaccurate during functional testing. During the device inspection, the camera sensors were found to be dirty. Once the sensors were cleaned, the camera functioned properly.

Event description:
During the course of a total hip arthroplasty using navigation system ii and hip 2.0-1/002 software, it was reported that the camera was changing alignment when stationary showing a leg length discrepancy of 13mm after a routine procedural x-ray during final leg reduction. The leg length discrepancy was corrected prior to the end of the procedure, and the case was completed successfully using navigation and a distal skin marker. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
During the course of a total hip arthroplasty using navigation system ii and hip 2.0-1/002 software, it was reported that the camera was changing alignment when stationary showing a leg length discrepancy of 13mm after a routine procedural x-ray during final leg reduction. The leg length discrepancy was corrected prior to the end of the procedure, and the case was completed successfully using navigation and a distal skin marker. No adverse consequences, no medical intervention, and no surgical delay were reported with this event.